Manufacturer narrative:
(B)(4). Batch # m55h8n. The ec60a device was received for analysis with no visual non-conformances and with an ecr60b cartridge loaded on the device. The cartridge reload was received partially fired 1/16. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. It should be noted that in order to open a device that has been partially fired or fully fired a reverse stroke needs to be performed trigger to trigger to handle in order to return the knife to the home position (indicator in the "0" position) and press the anvil release button to open. The returned device and cartridge reload were tested for functionality in the articulated position by resetting and reloading it into the device. The device achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event could not be confirmed as the device closed and opened as intended. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Batch # unk. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: was the device locked on tissue with the jaws closed? No information. If yes, how was the device removed? Na. If yes, did the jaws eventually open? Na. When deployed staples of the proximal end were unformed, were the staples delivered into the tissue and found to be unformed? No information. Was any portion of the target tissue cut? Na. If yes, were the cut line and staple line approximately equal in length? Na. Device is available for return.

Event description:
It was reported by the sales rep that during a laparoscopic sigmoidectomy, the jaws did not open after the first stroke of the first firing between the colon and the rectum. The deployed staples of the proximal end were unformed. The cartridge was blue. Another device was used to complete the case. There were no adverse consequences to the patient.